Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the operation, access was established using a neuron max long sheath and a jiaqi middle catheter. A traxcess guidewire was used to advance the microcatheter to the aneurysm site. After the flow diverter stent was positioned, deployment was prepared. However, during deployment, the tip of the flow diverter stent failed to expand. Despite continuous attempts for one-hour, successful deployment was still not achieved. Subsequently, the flow diverter stent was retrieved. Finally, another brand of flow diverter stent was used for deployment and treatment. After the operation, the patient's pupils were normal, and their breathing was stable. No injury to the patient.

Event description:
See h10.

Manufacturer narrative:
The investigation found the stent returned loaded in the introducer. The stent was advanced into an in-house microcatheter for functional testing and fully opened upon deployment in open air. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event.